Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds, the access sheath moved, which resulted in a perforation. At this time, a pericardial effusion was noted with subsequent cardiac tamponade. A pericardiocentesis was performed prior to sending the patient for surgery. The physician performed the surgical revision for the laa. The effusion successfully resolved and no further complications were reported. Patient is stable and has been discharged.

Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds, the access sheath moved, which resulted in a perforation. At this time, a pericardial effusion was noted with subsequent cardiac tamponade. A pericardiocentesis was performed prior to sending the patient for surgery. The physician performed the surgical revision for the laa. The effusion successfully resolved and no further complications were reported. Patient is stable and has been discharged.

Manufacturer narrative:
Update to h6: patient code: cardiac perforation. Returned product consisted of a watchman access system with the dilator snapped in the sheath. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device.